Manufacturer narrative:
A patient experienced ineffective stimulation due to lead migration was reported to abbott. As a result, the patient's lead was explanted and replaced. Effective therapy was restored. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with high impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was established.